Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17186316.

Event description:
It was reported that the patient was experiencing loss of therapy. An impedance check revealed high impedances. Reprogramming was attempted. The patient underwent a revision procedure where both leads were replaced. The patient is doing well post-operatively.